Event description:
A customer reported a falsely elevated troponin I result for a patient sample. The result did not agree with results generated by an alternate method at an alternate facility. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the customer correctly follows testing algorithm b for troponin I, and the duplicate results were within 25% of each other. Results of a precision test were unacceptable. A field engineer replaced multiple parts and made adjustments. Following maintenance, troponin I precision was acceptable. The root cause of the event was instrument-related.